Event description:
In 2006 kinetikon medical inc. Was informed of the explant of a subtalar mba orthopaedic foot implant to address pain reported by the femaile pt, two (2) months following the original implant date. The device was not reported as defectiuve nor was it returned to kmi for evaluation.